Event description:
It was reported that a surgery was performed to remove the spectra penile prosthesis due to patient dissatisfaction. An ambicor inflatable penile prosthesis was implanted to complete the procedure. There were no patient complications reported as a result of this event.